Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could not find the device malfunction. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that the device might not have had any problem. The exact cause of the reported event could not be conclusively determined. Aging deterioration may have caused the broken lock and pins of the video connector because 9 years have passed since the device was delivered. Also, the foreign matter (such as dust, dirt, and the leftover chemical liquid) might have adhered to the device. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the brightness adjustment of the device did not work and the endoscopic image was flickering. The user completed the procedure with the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.